Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens broke during implantation necessitating explantation of the iol. A video of surgery was provided to rayner for review. This video shows that ovd is being inserted into the injector above the eye, outside of the blister tray. This is deviation from the IFU. The injector should remain in the blister tray until the flaps are fully secured and ovd is inserted. Removal of the injector from the blister tray prior to completion of all preparation stages may result in the lens moving from its optimal loaded position within the cartridge affecting delivery of the lens. From the review of the video supplied with conclude that the damage observed to the iol optic immediately post implantation is consistent with the lens having got trapped during injection, which is likely an artefact of failure to follow the IFU (removal of injector from blister tray prior to flaps being secured and the ovd inserted). Our review of production records for the rayone emv rao200e batch 033211654 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 033211654.

Event description:
On (B)(6) 2023, rayner received notification from its argentinean distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens broke during implantation.